Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the screwdriver did not engage with the moving part on the shaft. No surgical delay, no adverse patient consequences reported. Concomitant device reported: unk - screwdriver shaft (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is synthes sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10 h3, h4, h6: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5596505 was released in one batch on august 03, 2020 with no discrepancies. Supplier: depuy: seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that there were no damage or defects on the surface of the 5.5 viper univ poly driver. The reported device is shown in a disassembled condition. No clear evidence to assess the functionality was provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for 5.5 viper univ poly driver. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.